Manufacturer narrative:
This is the second revision underwent by the patient. He had a primary surgery on (B)(6) 2017. On (B)(6) 2017 the patient had a poly swap due to infection. Then, the patient came in due to signs of infection for a second time. Batch reviews performed on 18 august 2017. Lot 156144: (B)(4) items manufactured and released on 05 february 2016. Expiration date: 2021-01-17. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 6 left, code 02.07.1206l, lot. 072440/t (k090988) (B)(4) item released on 26 july 2017. Expiration date: 2021-06-30. No anomalies found related to the problem. Gmk-primary tibial insert fixed size 6 / 10 mm std, code 02.07.0610sf, lot. 132857 (k090988) (B)(4) items manufactured and released on 02 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Gmk-primary patella resurfacing size 3, code 02.07.0035rp, lot. 164134 (k090988) (B)(4) items manufactured and released on 20 october 2016. Expiration date: 2021-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised all medacta hardware on (B)(6) 2017. The surgeon implanted new hardware as planned on (B)(6) 2017. The surgery was completed successfully. X-rays and explants are not available.